Manufacturer narrative:
(B)(4). (B)(4). Damaged anti-backup, non-functional lockout, cartridge cover out of position. Eval summary - the analysis results of the device found that it was received with the cartridge cover out of position. The device was cycled and the clips could not be fed into the jaws as intended due to the condition of the cartridge cover. A possible of this condition is de misassembling of the cartridge cover during the manufacturing process. Additionally, the anti-backup feature was noted to be non-functional. The device was disassembled and the anti-backup lever was noted worn out leading the anti-backup failure, but correctly assembled. A potential cause may be partially firing the device and forcing it back open. Please note that the device should be fully fired, returning to the full open position before another stroke is initiated. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the product was not fired properly. It had a problem in firing. Unknown how case was completed. There were no adverse consequences to the patient. Additional information was requested and the following was received: "to my knowledge, the operator tried to use the device, but it failed. The clips were malformed and sometimes stuck in the jaws. There was something wrong with the firing sequence."